Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2011. The fse found that the old style relay had burned up and that wiring was not performed according to instructions. The fse replaced the relay with an upgraded relay and performed wiring according to relay modification procedure. The fse applied power to stockyard and compressor; the stockyard was at the proper temperature in less than 10 minutes. Issue was resolved. (B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) smoke coming out of the power processor, near the location of the compressor. No effect to patient or operator was reported in connection with this event.